Event description:
The manufacturer received information alleging the patient passed away. The patient's daughter reports the patient did not pass due to use of CPAP device. The cause of death is unknown. The device will be returned. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.